Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 20 mg/dl, cause was unknown. Customer consumed orange juice to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Blood glucose (bg) of 49 mg/dl was entered into the pump by the user on (B)(6) 2020 at 6:03:28 pm. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.